Manufacturer narrative:
It was reported that during a thr procedure, the cable unraveled while tensioning and broke. The affected accord cobalt chrome cable, used in treatment, was returned and evaluated. A visual inspection of the device confirmed the stated failure. The cable showed very visible signs of unbraiding and some of the strands, where the unbraiding occurred, appeared to be cut. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a thr procedure, cable unraveled while tensioning and broke. Delay from (0-30) minutes reported. No delay. No impact or injury to patient reported.